Manufacturer narrative:
Additional information received indicated that a high rv lead impedance was detected, however the measurement was unable to be located in a review of the history. The physician planned to continue to monitor the patient.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.